Event description:
It was reported that at the end of a gynecologic procedure, the twizzle tip electrode broke. The electrode was used for an hour and a half. Upon visual inspection it was noted the tip was not present in the uterus. No adverse pt consequences were reported.